Manufacturer narrative:
Five days after being admitted to the hospital, the patient began treatment with amphotericin (3mg in 2 liters, route not reported) for peritonitis. Treatment with vancomycin and amphotericin were ongoing. On the same day, the patient was discharged from the hospital. It was reported, the patient was recovered from the peritonitis event, doing well and fluid was clear at the time of report. It was reported, the patient was still taking remedial therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The day after the onset, the patient was admitted to the hospital for the peritonitis event. On an unreported date the patient was treated with injection vancomycin (1gm, frequency not reported) for peritonitis. The patient's outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.